Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: during investigation, there was no damage found to the keypad. The keypad buttons did not respond to presses. The keypad was removed and there was no damage found to the button contacts. There was moisture visible in the display. The battery compartment was found ot be cracked. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. The unresponsive keypad was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. Reportedly, the ok, up arrow, and down arrow keypad buttons were under responsive and there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.